Event description:
The hospital contacted pmt on (B)(6) 2008, to report that a tissue expander leaked during surgery. The expander was removed but we do not know if it was replaced or if the procedure was complete.

Manufacturer narrative:
This report is being initiated following an FDA field audit recommending a complete review of past complaints. This filing is a result of that review.